Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump froze and alarmed unexpected restart. Troubleshooting was done. Customer blood glucose was 398 mg/dl. Customer unable to to anything due to buttons unresponsive. Customer stated that the insulin pump was exposed to xray. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer mentioned a low blood glucose when she got her xray last (B)(6) 2014 for her ankle. Customer stated it was not related to the insulin pump. No further information provided.